Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter aortic valve evfxplus-34, the valve was loaded into the delivery catheter system (dcs) and fluoroscopic loading check confirmed a good load. A pre-implant balloon dilation was performed with a 24 mm non-compliant balloon. During the implant, the valve did not fully expand due to calcification. A post-implant balloon dilation was performed with a 24 mm non-compliant balloon. During deflation of the balloon, a premature ventricular complex occurred, causing the balloon to pop out and dislodge the valve. Attempts were made to snare and fixate the valve above the coronary arteries and to implant a second valve, but the second dcs could not pass through the dislodged valve. Subsequently, a non-medtronic valve was implanted successfully. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The valve dislodged into the ascending aorta.

Event description:
It was reported that prior to use of the transcatheter aortic valve evfxplus-34, the valve was loaded into the delivery catheter system (dcs) and fluoroscopic loading check confirmed a good load. A pre-implant balloon dilation was performed with a 24 mm non-compliant balloon. During the attempted implant, the valve did not fully expand due to calcification. A post-implant balloon dilation was performed with a 24 mm non-compliant balloon. During deflation of the balloon, a premature ventricular complex occurred, causing the balloon to pop out and dislodge the valve. Attempts were made to snare and fixate the valve above the coronary arteries and to implant a second valve, but the second dcs could not pass through the dislodged valve. Subsequently, a non-medtronic valve was implanted successfully.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (unknown serial/lot). Product type: 0195-heart valves; non-implantable device. Product ID: 24 mm non-compliant balloon (non-medtronic device); lot #: unknown. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.